Event description:
It was reported that approximately 2 cm beyond the stenosis, the stent began to expand correctly. After that section, the lesion began, x-ray showed, that the stent was compressed and as the lesion became more diffuse, the stent elongated. There was no report of injury to the patient.

Manufacturer narrative:
This report is being submitted, as this product is the same or similar to a device with PMA #p070014 currently distributed in the us. The review of the manufacturing records show that not remarkable incidents occurred. The stent remains implanted and the delivery system was discarded by the user facility. The event investigation is currently underway.